Manufacturer narrative:
(B)(4). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that the drill bit tip broke off while drilling pilot holes for the acetabular screw. No complications or delays were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The reported event could not be confirmed with limited information received. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill bit tip broke off into the patient's acetabulum while drilling pilot holes for the acetabular screw. No reported pieces retained by the patient. No further complications or delays were reported. Attempts have been made and additional information on the reported event is unavailable.